Event description:
It was initially reported that the customer noted an "extremely critical problem that if left unfixed may have hurt our patient". Bd received additional information. It was reported that furosemide 250 milligram in 100ml normal saline was intended to run over 12 hours (8ml/hr. Or 20mg/hr., vtbi 73.1ml), but it was infused within 5 hours and 30 minutes instead. Per report, "the set up on the pump was correct, however the pump was dripping too fast regardless of the settings." The patient was observed for symptoms for possible toxicity. There was no additional intervention given to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, concomitant med prod data. Additional information: report source, device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported furosemide over infusion was not confirmed through a review of the device logs or replicated during laboratory testing, however an under infusion was confirmed. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid below specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. An initial rate accuracy test of the source pump module using alaris system maintenance (asm) found the device was under specification with an actual error of -10.3375%. The volume per mechanical revolution (vpmr) was noted to be computed as 166 l. Rate calibration test was performed on the received pump module, as result, the pump module¿s new vpmr was displayed as 149.0 l, which was out of acceptable range. During inspection, the manufacturer seal was found to be present, however it was observed that the membrane frame was observed to be lifted. Upon removal, a plastic rivet was found underneath the membrane frame, and it was removed. Testing observed the vpmr value increased, and it was able to be calibrated from 166 l to 159.2 l. When rate calibration test was performed. After successfully calibrating the pump module, a rate accuracy test was performed again. As a result, the suspect pump module passed the test with an actual error of 0.2258 % at a vpmr of 159.2 l, the acceptable error for this test is ±3.400%. A review of the suspect pump module s/n (B)(6) error log was performed, and no error or anomalies were noted on the reported event date. On (B)(6) 2025 at 6:55 pm an infusion was programmed and started at a rate of 8 ml/hr and a volume to be infused (vtbi) of 92.144 ml. Between 6:56 pm and 8:27 pm the pump module alarmed for occlusion on patient side four (4) times and for air in line two (2) times. At 8:43 pm the infusion was paused. At 10:32 pm the pump module alarmed for safety clamp open. An infusion was started at a rate of 8 ml/hr and a vtbi of 85.753 ml on (B)(6) 2025 at 12:07 am the pump module alarmed for air in line. At 1:55 am the pump module alarmed for safety clamp open. At 1:56 am an infusion was started at a rate of 8 ml/hr and a vtbi of 95 ml. At 2:04 am an infusion was started at a rate of 10 ml/hr and a vtbi of 400 ml. The infusion was paused at 2:07 am. At 2:08 am an infusion was started at a rate of 8 ml/hr and a vtbi of 100 ml. At 2:10 am the unit was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual v12.1.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported furosemide over infusion could not be identified. The root cause for the device delivering fluid below specification is being attributed to a small piece of a plastic rivet which was stuck under the membrane frame. Note that this report lists imdrf annex a0401, a040502, a1801, g02017, g0405203, g04088, g04037, c07, c0601, d15, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the customer noted an "extremely critical problem that if left unfixed may have hurt our patient". Bd received additional information. It was reported that furosemide 250 milligram in 100ml normal saline was intended to run over 12 hours (8ml/hr. Or 20mg/hr., vtbi 73.1ml), but it was infused within 5 hours and 30 minutes instead. Per report, "the set up on the pump was correct, however the pump was dripping too fast regardless of the settings." The patient was observed for symptoms for possible toxicity. The patient did not manifest any signs or symptoms of toxicity. There was no additional intervention given to the patient.